Manufacturer narrative:
An event regarding revision due to corrosion involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: the provided medical records were submitted to a consulting clinician for review who indicated that: " the patient underwent a primary right total hip arthroplasty and a repair of the abductor mechanism of the right hip for a post-operative diagnosis of right hip degenerative joint disease and chronic abductor tendon tear right hip...on (B)(6) 2016, a bone scan report of the right hip has an impression of "some mild activity ... Predominantly around acetabular component ... No suspicious activity is seen elsewhere." On (B)(6) 2016 a follow-up visit note states, "hip aspirate ... Very high white count ... 78,000 ... Possible low grade infection."... On (B)(6) 2017 a revision right total hip was performed for a pre- and post-operative diagnosis of "painful right thr secondary to trunnion related corrosion and fretting with metallosis". The report states, "10 cc's cloudy, but not purulent, fluid ... No sign of tissue necrosis ... Disimpacted head ... Significant black corrosion material ... On the male and female taper ... Lab results collected on (B)(6) 2017 at 07:56 est notes a cobalt over 1,000 and a chromium of 107 with normal values listed as less than 1.0 and less than 5.0 respectively, which are normal serum levels. This lab specimen appears to represent surgical fluid for which no baseline values or clinical significance is known...no examination of the explanted femoral head, and no surgical histopathology confirming metallosis, trunnionosis, or altr at the revision surgery, no description of damage to the trunnion requiring stem revision, and no MRI findings diagnostic of al tr are available. One modest serum cobalt elevation with a normal chromium is not necessarily pathologic with a total hip arthroplasty in situ five years. There is no evidence this clinical situation resulted from trunnion corrosion as suggested in the post-operative diagnosis of the revision operative report". Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: it was reported that patient's right hip was revised. The provided medical records were submitted to a consulting clinician for a medical review who concluded that there is no surgical histopathology confirming metallosis, trunnionosis, or altr at the revision surgery and no description of damage to the trunnion requiring stem revision, and no MRI findings diagnostic of altr are available. Furthermore, one modest serum cobalt elevation with a normal chromium is not necessarily pathologic with a total hip arthroplasty in situ five years and there is no evidence this clinical situation resulted from trunnion corrosion as suggested in the post-operative diagnosis of the revision operative report. No further investigation can be done at this point of time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported via e-mail that the patient was advised by doctor to seek assistance for costs associated with revision surgery of the accolade hip system. Patient was implanted five years ago and underwent revision on (B)(6) 2017. Update per medical review: "painful right thr secondary to trunnion related corrosion and fretting with metallosis." Medical review also notes elevated cobalt and chromium levels